Event description:
It was reported that the pump repeatedly alarmed for air in line but then failed to alarm for air in line when bubbles were visible. The infusion was d 10 spn with heparin. The pump alarmed for air in the line. The clinician did not see any air and ran the line again. A few minutes later the clinician noticed a 1.5-2 cm air bubble in the line. They attempted to get rid of the bubble, but it got caught in the filter. The clinician cleared the filter but as they did, they were allowing the end of the IV connecter to fill up to reattach the fluids to the baby. They noticed it was quickly back flowing into the filter chamber. The clinician decided it was bad tubing and got a new tubing set. They primed the line and made sure there was no air in the filter and connected it to the baby. Approximately 10 minutes later, the clinician noticed a significant amount of air in the filter that had recently been full of fluid. The clinician ran fluids through it again and it looked full of fluid. It was reattached the fluids to the baby. Approximately 20 minutes later, a 1 cm air bubble showed up between the baby and the filter. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.